Event description:
Customer alleges discrepant results with meter compared to lab: lab done 45 minutes after meter results on (B)(6) 2011. Pt stated that he often has trouble getting sufficient blood quickly enough for the test and that this issue occurred when he got the 1.1 result.

Manufacturer narrative:
Pending.